Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her son's insulin pump received a motor error alarm twice within the last two weeks. The patient's blood glucose at the time of incident is unknown. The mother stated that the motor error clears but inevitably returns. The pump appeared to be functional after the second motor error, but once the patient went to school the pump got wet. After the pump had been exposed to moisture the settings disappeared. The mother was transferred to the 24-hour helpline for assistance. No products were shipped or returned.